Manufacturer narrative:
Device was used for treatment. Corrected patient's age from "(B)(6)."

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.

Event description:
Pt was implanted with a plate and screw construct on an unk date for a tumor of the femur. Pt was returned to the operating room on (B)(6) 2012, for removal of hardware. Two cortex screws broke postoperatively in the middle holes of the plate. Surgeon removed all hardware and pt was revised to a lateral entry femoral nail. During the revision surgery, the distal recon targeting sleeve would not line up with the second nail hole. The surgeon was not able to implant the 2nd screw in the recon hole of the nail. Revision surgery was completed with no further problems. This is the 2nd of 2 reports submitted on this event.